Event description:
Reporter reported a broken silicone tubing of transfer set. No pt injury or medical intervention was reported.

Manufacturer narrative:
Eval summary: results indicate confirmation of the reported event of broken silicone tubing on a transfer set. The root cause was undetermined. Renal product surveillance, quality engineering, and plant mfg will continue to monitor this product line and take corrective/ preventative action as appropriate.